Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that regarding a navigation system being used during a cranial resection. It was reported that there was an alleged inaccuracy. The site did 3 tracer patterns to register and they were not happy with the registration. So they used fiducials and did 2 point merge registrations and got the error down to 3.6. After making an incision and going into the brain, they did not feel "true." There was a significant shift of the brain due to the tumor moving, distorting the anatomy compared to the scan. After examining the 3d model, the jaw looked squished and the ears looked pinned to the head, which was different from the patients situation on the table. The site continued with navigation accounting for the inaccuracy. Issue occurred intra/peri-operatively with about 20-30 minutes delay to surgical time. There was no reported impact to patient outcome.

Manufacturer narrative:
The exams from the procedure were received by medtronic for evaluation. The exams were found to have two scans that were sagittal and one was found to be to protocol. The 3d model showed an indentation around the ears and that the tumor was close to the skull.

Manufacturer narrative:
Device evaluation: a software investigation was initiated but was unable to determine probable cause of the issue without further information. If information is provided in the future, a supplemental report will be issued.